Manufacturer narrative:
H3, h6: siemens completed the investigation of the reported issue. The investigation was performed based on expert discussions considering complaint description, customer service reports, system history, and system log files. According to the initial provided information, during an interventional procedure the patient slid from tabletop. However, the procedure could be continued and finished. No health consequences were reported to this event. In general, tabletops alone are not designed to prevent a patient fall if not fixed as described in the instructions for use, due to required flexibilities for the user. Appropriate material is provided with the system for patient fixation. Additional accessories (e.g., for the treatment of heavy patients and depending on the application other supporting material) are available. However, fixation by means of a belt/body straps is essential. The entire process of patient immobilization is under the responsibility of the operator. This includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table, and the proper execution of the fixation by the operator, including appropriate attention to the patient (e.g., depending on the patient's responsiveness). The investigation showed that the velcro strips that are normally attached to the lower end of tabletop were missing. The mattress was therefore not properly secured on the tabletop. The purpose of this fixation is to prevent the movement of the mattress when there is no patient on the table and during the transfer / positioning of the patient. However, this is not intended and is not sufficient to fix the patient. Unfortunately, it could not be determined why the velcro strips were no longer attached to the tabletop. According to expert opinion, the velcro stripes may have been erroneously removed, or it became loose due to the use of wrong detergents during cleaning of the table and was not replaced afterwards. The system instructions for use contains adequate information and guidance on the use of cleaning materials. New velco strips were attached to the tabletop as part of service activity. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Event description:
Siemens became aware of an incident that occurred on the artis q biplane system. The user reported that while performing a procedure, the patient was sliding off the table. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Following the system inspection, it was found that the mattress on the table was not secured to the table top as the female part of the velcro strap was missing. Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available. H6 - velcro strap.